Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic ventra/incisional hernia repair with mesh, lysis of adhesions, the device was defective. The doctor was using it and it misfired multiple times, had a loud popping sound and the staple would not go through the mesh. Replaced by a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument noted the tip of the shaft was warped. Tacks and dried bodily fluids were visible in the shaft. Functionally, the handle could be actuated but tacks did not deploy. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.